Manufacturer narrative:
Intuitive surgical, inc. (Isi) reviewed the site¿s complaint history, which revealed the following related complaint: patient identifier (B)(6) was identified as a return material authorization (RMA) to capture the other sureform 60 instrument (part number: 480460-09 /lot number: l10221101-0175) used in the procedure both before and after the instrument associated with this report. This instrument was returned to intuitive surgical, inc. (Isi) for evaluation, but analysis had not yet been completed. However, the instrument associated with this patient identifier was returned to intuitive surgical, inc. (Isi) and underwent failure analysis (fa). The instrument was placed and driven on an in-house system where it passed the recognition and engagement tests as well as initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions and the grips opened and closed properly. The instrument was installed and removed from the in-house system arm on multiple attempts with no issues and no errors appeared during in-house testing. A review of remotefe logs showed the e-stop was used. A review of the digital signal processor (dsp) logs showed no signs of clamping or firing failures and the instrument was fully functional; there was no problem detected. An additional observation was made not reported by site. Signs of corrosion were found on the instrument roll gear bearing. The was orange discoloration observed around the roll gear bearing. Advanced failure analysis was also performed. The instrument was re-installed on an in-house system and failed to engage with the system intermittently. On these failures, parameters indicated that the roll axis hardstop check was failing. However, the instrument was also able to engage successfully on multiple attempts. Upon successful engagement, the instrument was moving intuitively and was able to clamp and fire without issue. Staples appeared well-formed and cut line was nominal. On one successful install, the instrument motion was non-intuitive. The stapler was moving opposite of the master tool manipulator (mtm) commands. This issue was resolved by re-installing the stapler. During visual inspection, the housing was removed, and the instrument roll bearing was observed to have corrosion. Additionally, while attempting to manually rotate the main tube, a grinding friction was observed. Corrosion on the roll bearing can cause grinding during main tube rotation and cause increased friction along the roll axis, which can cause the roll axis engagement failures during in-house testing. In addition, the increased friction can lead to a miscalculation of the roll hardstop position, presenting as non-intuitive motion upon successful engagement. It is likely that the corrosion occurred after the procedure and during transit to isi. There were no errors in the logs relating to engagement failures occurring in the field. Visual inspection confirmed all cables were seated properly and intact, there were no lodged components in the I-beam assembly, and no obvious physical damage to the instrument. Investigation was able to re-create the likely error message reported the customer. The stapler was installed and put into following, and then dislodged from the universal surgical manipulator (usm). Upon dislodgement, an error message stating "stapler unseated from arm. Manual release knob may be required to remove stapler from tissue" presents on the patient side cart. Based on the complaint that the instrument was dislodged, it is likely the user then pressed the e-stop button. There was no unclamping error present in the logs, as the instrument was not clamped at the time of the e-stop. Investigation is unable to verify or confirm that the jaws were stuck closed, or the removal difficulties reported. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the tissue becoming stuck is unknown. The product has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the advanced stapler logs for the staplers associated with this event was performed by an isi failure analysis engineer (fae). The logs show the sureform 60 instrument (part number: 480460-09 / lot number: l18221201-0295), was installed on the system 4x, and fired 2 reloads (1 green, 1 white, in that order). On the first 2 installs on this stapler, there was 1 successful clamp, followed by a completed firing with no pauses for compression on either. On the 3rd and 4th installs, no clamping or firing was attempted. Around 45 seconds after the last logged event for the 4th install, master supervisory controller (msc) logs show error code 282, indicating that the one or more of the tool sensors were not detected on the universal surgical manipulator (usm) stapler was installed on. Again, no clamping, firing, or unclamping was logged on these installs with this stapler. Around 7.5 minutes later, but prior to the re-installation of the 1st stapler used, msc logs show that the e-stop button was pressed by the user from ssc 2 (error code 256). 12 minutes after the e-stop was pressed, the 1st stapler was re-installed. Based on the logs and the complaint, isi was unable to confirm why the manual release knob (mrk) was used, as the customer did not clamp on tissue prior to the e-stop being pressed. If tissue was wrapped around the jaws from insertion, and preventing the jaws from opening, that would be related to the insertion technique and not a mechanical failure by the stapler. This is a reportable event due to the following conclusion: during a da vinci-assisted sleeve gastrectomy, fascia was found inside the jaws after the manual release knob was used to open them. The fascia was picked out of the jaws with the cadiere forceps and vessel sealer extend instruments. It is unclear how the fascia became stuck in the tissue or if it required any medical intervention to repair.

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy, the sureform 60 stapler instrument was inserted into a cannula - which was not inserted all the way through the patient's abdominal wall - and met resistance. The customer pushed the stapler past the resistance but was not able to open the jaws of the stapler once in the abdomen. The technical support engineer (tse) was called and assisted the customer and clinical sales representative (csr) with activating the emergency stop (e-stop) and using the manual release knob (mrk) to open the jaws. While on the call, the stapler was said to be dislodged from the arm and the customer had a 'remove instrument' message. Upon the manual release of the jaws, there was fascia found inside. The fascia is believed to have gotten caught between the jaws during insertion when the staff felt resistance. The surgeon cleared the tissue with the cadiere forceps and vessel sealer extend (vse) instruments and attempted to remove the stapler but was unable. It is unknown what medical intervention or repair, if any, was rendered due to the complication. The cannula and instrument were removed together due to the tissue being snagged. Universal surgical manipulator (usm) 1 was redocked and a replacement sureform 60 instrument was used to complete the procedure robotically.